Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic during a follow up with device exhibiting post paced t wave oversensing (pptwos) on the ventricular channel. The oversensing was noted on a stored electrocardiogram. The patient did not receive therapy during the oversensing. Programming changes were performed.